Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a bias current warning. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The tps handpiece cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had a bias current warning. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of a bias current warning was duplicated. During the device inspection, the technician determined the cable¿s internal wiring was damaged. The device was scrapped by the manufacturer.